Event description:
While calling to request for clinical inservicing, the customer reported a pt incident occurred, of a venous line disconnect, while the pt was being dialyzed. The pt was reported to have passed away, however, the cause of death is not known to b braun medical. The facility has reported the incident is under internal investigation and has declined any add'l info regarding this incident or disclose the cause of death at this time.

Manufacturer narrative:
On 06/14/2006 and 07/05/2006 the facility was contacted. The incident is under internal investigation and the facility has declined add'l info on the incident or the cause of death. A b. Braun technician was on site 06/10/2006 and attempted to inspect the machine in question. However, the machine was in operation and he was unable to inspect the machine. The technician attempted to get info regarding the incident, however, the customer refused to give add'l info indicating the incident was under an internal investigation. Since the machine was not evaluated by a b. Braun technician and the facility has declined add'l info on the incident or the cause of death, no specific conclusions can be drawn at this time. If any further info becomes available, or if machine is inspected by a b. Braun technician, a follow-up report will be filed.